Event description:
A customer reported that an operator splashed patient serum in their eye while cleaning the secondary tip sealer on a vitros 5,1 fs chemistry system. This event constitutes biohazard exposure. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The vitros 5,1 fs chemistry system device labeling states the following: "precautions: assume that all used equipment is contaminated with potentially infectious biological material. Note: in the united states, (B)(4) recommend universal precautions described in the bloodborne pathogen standard 29cfr1910.1030 when handling, cleaning, and packing the equipment. Wear gloves, closed shoes, buttoned lab coats, and safety glasses throughout the cleaning and maintenance process (and packing, if the system is being shipped or relocated). Handle all equipment with care. Mechanical parts may have edges, pinch points, and corners that potentially could cause injury. Treat materials used in the cleaning process as contaminated. Follow the site procedures for your laboratory to dispose of these materials. Outside the united states, follow who (B)(4) and your country's regulations for handling and cleaning bloodborne pathogens. Bloodborne pathogens. Observe universal precautions following the (B)(4) bloodborne pathogens standard and the (B)(4) and (B)(4) guidelines at all times when dealing with blood or body fluid and contaminated equipment." Personal protective equipment (safety glasses) were not being worn at the time of the event. The operator flushed the affected eye with water. The root cause of this event is user error.